Event description:
It was reported that loss of capture and dislodgement were observed on lv lead. Physician observed ICD device migration. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.